Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery with an intra ocular lens implant (iol) an ophthalmic system exhibited with low vacuum and had problems with purging. Additional information was requested but is not available at this time.